Event description:
The device is not expected to be returned. The user facility reported on several occasions the cord lock keeps sliding. The drainage bag contains approximately 250cc's of cerebrospinal fluid when the device starts to slip. The customer continues to use the device by securing it with clamps. No pt injury was reported.